Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there were air bubbles preventing the tubes from filling properly. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "when used, the devices were pulling air into the syringes/ tubes."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd received 2 samples from the customer for investigation. Both samples were evaluated by visual examination and functional testing and the indicated failure mode for air bubbles with the incident lot was not observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to air bubbles as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode air bubbles. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there were air bubbles preventing the tubes from filling properly. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "when used, the devices were pulling air into the syringes/ tubes."